Manufacturer narrative:
(B)(4).

Event description:
It was alleged that after an extended period of use (20 minutes), the glue on the super turbovac 90 wand fell off into the surgical site. It is unknown at this time whether the piece was removed. There have been no reported patient complications.

Manufacturer narrative:
Visual evaluation shows moderate electrode wear with discoloration on the cap from activation. There is adhesive detached around the spacer with scratch marks present on the cap which is indicative of coming into contact with another hard object. This evidence confirms the user¿s complaint and the root cause is most likely associated with the device coming into contact with another device such as a cannula. It is possible that upon insertion or removal of the device using a cannula, the tip inadvertently came into contact with the cannula boundaries; therefore, causing the adhesive to become detached. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.